Event description:
It was reported that the pt was to have full revision surgery due to ta suspected lead break. The pt underwent revision surgery on (B)(6) 2011, due to a "broken lead". Attempts for further info and product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.